Event description:
It was reported that signal artifact/noise was noted on the patient's right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two portions for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture tie impression on the distal portion consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing was normal. Visual and x-ray inspection did not find any additional anomalies with the exception of procedural damage.